Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the heater line of the amia cassette separated from the cassette. This occurred during night cycle three of five drain of peritoneal dialysis therapy when the patient was connected. The patient would perform continuous ambulatory peritoneal dialysis (capd) therapy to finish draining. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed, and it was noted that the heater bag line was separated from the cassette port. Additionally, there was visual evidence on the tubing indicating that the tubing was previously assembled to the cassette port. The heater bag line tubing was re-attached to the cassette port and functional leak testing was performed with no issues noted. Clear passage testing and clamp function testing were also performed with no issues noted. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.